Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise on stored atrial tachycardia/atrial fibrillation (at/af) electrograms (egm) with possible correlation to use of a new "barcode scanner." The lead remains in use. No patient complications have been reported as a result of this event.